Manufacturer narrative:
The investigational analysis completed on 1/25/2019. The device was inspected and ring #3 was found rough and dented, due to the damaged peek housing, and peeling polyurethane. The ring edge was left with no polyurethane. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the peek housing. No sharp edges were found. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage observed on the peek housing and on the ring cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a deflection issue occurred. A replacement catheter was used to complete the operation. No adverse patient consequences were reported. The deflection issue has been assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. This event is being reported because on (B)(6) 2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found the ring tip dome and dented with a rough edge, approximately 1.4 cm from the distal side, and a dented peek house with peeling polyurethane. The dented peek housing is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The damaged ring and has been assessed as MDR reportable. On 1/18/2019, the bwi pal performed scanning electron microscope (sem) analysis and found mechanical damage on the surface of the peek housing. No sharp edges were found. The damaged peek housing has been assessed as not reportable as no sharp edges were observed. The awareness date has been reset to (B)(4) 2019.